Manufacturer narrative:
D.2 revised common device name as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-18186. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-18186. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-18186 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised MDR reporting contact email as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-18186. G.3 dated was reported incorrectly on the initial manufacturer device report number 1220648-2024-18186. September 03, 2024 should of been reported. H.6 coded 3221 was reported incorrectly on the initial manufacturer device report number 1220648-2024-18186.

Event description:
The engineering team found a controller error that occurred with the automated impella controller (aic) on (B)(6) 2024.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.